Event description:
Information was received from a consumer regarding a patient undergoing an advanced evaluation trial. It was reported that the patient¿s symptoms were worse and today was not going well. Additional information was received two days later. It was reported that the patient caths more at night and was not sure why since they drank less before bed. The patient increased stimulation yesterday and it started hurting which felt like they hit themselves on a bicycle seat; the patient lowered it and felt comfortable. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that they changed the program to resolve the cathing more at night.